Manufacturer narrative:
H3,h10: the device, intended for use in treatment, was not returned for evaluation, with no additional details we cannot establish a relationship between the event reported. Storage temperature can be a contributory factor, as noted in the instruction for use. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dressing had silicone left behind on the backing. No patients or accounts are involved in this complaint.